Event description:
Caller indicated that atrial impedance had measured oor twice. ?lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).